Event description:
A journal article was reviewed that contained information regarding implantable pulse generator (ipg) implantation. The article reports patients who experienced pocket infections, including two cases of cardiac device¿related infective endocarditis necessitating pacing system removal. There was one patient who developed pacemaker syndrome. The status/disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent pacemaker implantation after cardiac surgery: optimization of the decision making process. The journal of thoracic and cardiovascular surgery. 2021;162:816-24. Doi.org/10.1016/j.jtcvs.2020.01.082. If information is provided in the future, a supplemental report will be issued.